Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Additional fields: e1(event site state: 13, event site postal code: (B)(6). It was reported that during routine inspection of me in the hospital the cardiosave intra-aortic balloon pump (iabp) had a issue of monitor display problem. No patient involvement. A getinge field service engineer (fse) evaluated the unit and found screen display problem (upper monitor) reoccurred. The inside of the monitor and each connector have been cleaned by fse in order to fix the issue. It has been improved so far.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspections, the cardiosave intra-aortic balloon pump (iabp) units monitor display problems. There was no patient involvement.